Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired the first clip fine. On the second firing the clip fell out of the jaw. The surgeon continued to use the device, and it fired some scissored clips. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Date sent: 02/20/2009. Info is unavailable; device was not returned for evaluation.